Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient the infusion set could not be inserted correctly and are leaking on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code incorrect insertion of the soft cannula. The batch 6011557 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6011557 were previously tested in complaint (B)(4) on 11/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6011557 was manufactured according to the wi version 75 and packaging in the line 5, on 24/feb/2025, with a total of (B)(4) units. Trending: a query was run in database on 04/jul/2025 against malfunction code incorrect insertion of the soft cannula and lot 6011557 and 1 more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.